Manufacturer narrative:
Common device name: drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The suspected cause of high thresholds was due to the patient's tissue. The lead was repositioned. No additional adverse patient effects were reported. This supplemental report is being filed since coding was updated.

Manufacturer narrative:
Common device name: drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The suspected cause of high thresholds was due to the patient's tissue. The lead was repositioned. No additional adverse patient effects were reported.